Event description:
It was reported that following implantation of the mesh implant via laparoscopic sacrocolpopexy, the patient experienced chronic pain. It was further reported that the patient underwent laparoscopic division of mesh to try to alleviate the pain.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.